Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation. It was reported that the guidewire was stuck in the catheter. Physician had moved from upper vein to lower vein, but when they tried to advance the wire into the vein, it became stuck, and they were unable to advanced or withdraw the guidewire from the catheter. Physician had attempted to advance and then retract guidewire while in flower configuration. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.